Event description:
The screwdriver will not fit the screw and we had to wait to flash another. Surgical procedure extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.